Manufacturer narrative:
Analysis found that a partial lead was returned in three pieces: the connector portion measured 8.6 cm, middle portion measured 4.7 and distal portion measured 45.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.